Event description:
It was reported that the spinal cord stimulation (scs) patient experienced purulent discharge at the implantable pulse generator (ipg) site. Culture results showed skin flora at the infection site. The patient was administered antibiotics and recent blood work was normal. The patient is doing fine.